Event description:
It was reported that there was failure to capture, sudden threshold rise, muscle stimulation, and microdislodgement of the lead. The polarity of the lead was changed and pacing parameters were adjusted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.